Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support post heart transplant rejection. During support, the patient developed a hematoma at the axillary site. The patient was taken to the operation room for a washout. The patient is stable.

Manufacturer narrative:
B3 event date. B5 updated with the additional information received. H.6 health effect - clinical code and health effect - impact code updated to reflect new information provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12535. G1 reporting contact fax number missing. E4 should have been left blank.

Event description:
Additional information was received that the patient had consistent ventricular fibrillation. The patient was shocked multiple times and was underwent cardioversion to restore to normal sinus rhythm.

Manufacturer narrative:
The investigation of access site bleeding and vt/vf/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-12535 in accordance with updated procedures.